Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because strips had expired.

Event description:
It is reported customer treated themselves with insulin based on meter readings and passed out and was taken to the ER; was treated by emts with glucose and taken to ER and received further glucose treatment. No exact blood glucose readings were provided.